Manufacturer narrative:
It was reported that the drive fan 1 was defective. A getinge service technician investigated the unit on (B)(6) 2021 and could confirm the failure. As stated by the technician dust was accumulated on the fan leading to a blockage. After removing the dust, the fan function was restored. The drive fan was then replaced as part of the regularly two year maintenance. The technician performed safety, calibration, and functionality checks to factory specifications. Another fan with the same issue was already investigated by the getinge life cycle engineering. A lot of dust at the box and the rotors of both fans was determined in the investigation. The most probable root cause was determined as a temporary blocking of the fans by an accumulation of dust. Based on the investigation results the reported failure "drive fan defective" could be confirmed. The system has redundant fans to ensure a proper cooling even if one fan malfunctions. In addition if the internal temperature is too high a visual and acoustic alarm is generated. The occurrence rate was calculated for the reported failure and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
The customer reported a defective drive fan. The cardiohelp unit was exchanged during treatment with no harm to patient. Complaint ID:(B)(4).